Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate by 6 minutes; cause was unknown. Customer's blood glucose level was 368 mg/dl. The customer corrected the time to address the issue.